Event description:
Treatment of a large aneurysm measuring 11mm x 5mm in the sphenoidal segment (m1) of the right mca (middle cerebral artery). During the procedure, it was reported that the fifth pipeline's proximal segment (approximately 2mm) was twisted and did not fully oppose the vessel wall. Attempts to fully open the pipeline with advanced deployment techniques were unsuccessful; therefore, the pipeline was corked and removed from the patient. Another pipeline was successfully implanted and the procedure was concluded. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).